Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The evaluation found the end of the suture was cut likely by use of the needle holder; however, there isn¿t sufficient impression at the swage on the suture end. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2016 and suture was used. The needle got separated from the suture during fascia closure. A second device was used to complete the procedure. There were no adverse patient consequences reported.